Manufacturer narrative:
A DHR review was performed and did not reveal any issues that may have contributed to the complaint event. Despite multiple attempts to obtain information regarding the specifics for the heart transplant, no relevant information was received. There were no details provided regarding the function of the thv valve leading up to the transplant. No information was provided regarding the etiology of the patient¿s heart failure and there was no allegation regarding any malfunction of the edwards device. In this case, there was no indication or allegation that a product deficiency contributed to the event. The reason for the sapien 3 valve explant is unknown as information was requested. The op note did not share relevant information on the s3 valve function or report any valve malfunction. There is no information to suggest the heart transplant was due to the edwards device. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, approximately five months post valve in valve (26mm sapien 3 valve in mosaic valve) tavr procedure, the patient received a heart transplant, therefore the 26mm sapien 3 valve was explanted.